Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail that the customer's insulin pump had absence of no delivery alarm. Caller stated that the infusion set cannula was bent and the insulin pump did not alarm to alert her that she was not getting any insulin. Nothing further was reported.